Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the physician had to reposition the lead many times due to high thresholds. Eventually the helix would not extend, body fluids were noted in the lead. The lead was not used and a new lead placed with normal values. The patient did not experience any adverse events. The patient was stable post procedure.